Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis lab (fa) received the suspected gas delivery engine (gde) component. The fa engineer cycled the device in the user mode. A physical inspection found no anomalies with the gde component. The calibration data was reviewed, and calibration was performed on the transducers. The valve characterizations were also performed and the internal blender accuracy test, which met specifications. Power testing of the internal assemblies was within specification and device run time routine performed without incident. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined.

Manufacturer narrative:
The customer reported evaluating the device and has been unable to duplicate the end-user event. As a precautionary measure the gas delivery engine (gde) component was replaced on the ventilator device. The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a device inoperative condition while in patient use. No reported patient harm or injury was associated with this event.